Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal part of the device was inspected visually and the manufacturer confirmed there was an unknown contamination on the ui panel, dust contamination on the blower as well as inside the blower and keratin-like contamination around the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device was provided power and provided airflow. The manufacturer concludes the device has evidence of dust and keratin-like contamination. There was no evidence of sound abatement foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.